Manufacturer narrative:
The insulin pump was received with no button response on the escape button due to corroded keypad traces. No unexpected button error alarms noted. Unable to perform displacement test due to unresponsive keypad. Sensor was not received with insulin pump. The insulin pump has minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that customer received a button error alarm while attempting to delete sensor error. Customer attempted to change batteries, but button error alarm continued. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.